Manufacturer narrative:
This septic and gravely ill pt did not exhibit any symptoms of excessive fluid removal, and the input and output data recorded by the nursing staff did not indicate any fluid removal from the pt during the events. The machine was inspected by gts rep on 6/29/07. He verified that it was operating within MFR's spec. He downloaded the treatment and events history from the machine. The event history indicates that a cvvhdf treatment was initiated at 8:49 am on the same day and continued for 27 minutes until 9:16 am, when the stop treatment button was pressed. The only alarms that occurred during this brief treatment were eight "warning: access pressure - extremely negative" alarms, which occurred during an eleven-minute period between 8:49 and 9:00 am. Facility's registerted nurse, clinical coord does not believe that either of the prisma machines caused or contributed to this pt's demise. Gambro has found no evidence to suggest that it's device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.